Event description:
It was reported that during a hand assisted colectomy, the disc tore on the device. The site used a similar device to complete the case. No pt consequence was reported.

Manufacturer narrative:
Info anticipated, but unavalable at this time.